Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Hardware low level failure alarm (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had a beep anomaly. Customer¿s blood glucose value was unknown. Customer was advised to adjust the audio volume to 1, press save, and listen for the beep. Customer stated that they did hear beeps when audio volume settings were saved. Customer stated that they did hear the differences between the two audio beep volumes 1 and 5. Customer stated that the during the self-test hardware low level failure was occurred. Customer stated that the insulin pump passed the self-test as well as able to clear the alarm. The device will return for the analysis.